Event description:
It was reported that the customer had a sensor glucose versus blood sugar difference on the insulin pump. The customer's blood glucose level was 123 mg/dl. The troubleshooting was performed. The customer was advised that the sensor glucose and blood glucose meter readings will be close, but rarely match due to how glucose travels in the body. The patient was advised to remove and replaced the sensor. The customer was advised that we will ship a replacement sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.